Event description:
A report was received that alleges that the tracheostomy tube was leaking at the cuff after approximately 1 hour in situ. The reporter stated that the patient was in respiratory distress due to the leaking cuff; therefore, an emergency tracheostomy tube change was required. No permanent adverse effects to patient reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.